Event description:
During colonoscopy procedure a flame shot out using hot radial jaw 3 biopsy forcep to cauterize a polyp. The flame appeared at the junction of red coated channel cover and the metal part. There was an actual burn spot on the defective unit. When the flame appeared, the doctor took his foot off of the bovie pedal, the flame disappeared. The patient wasn't harmed. The patient's condition is reported to be ok.

Manufacturer narrative:
The suspect device has been returned, but the device evaluation is not complete. Therefore, the cause of the reported observation has not been determined.